Event description:
The pt received the recall letter from her surgeon, spoke with the call center and was transferred to report pain. This pt has had pain since the surgery. She expected to get back to work by (B)(6) 2012 and was not able to return to work due to pain and has since lost her job. She stated that the most severe cause of pain is bending. The upper thigh area is still sore to the touch.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.